Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-00511. It was reported the patient¿s lead was broken (event date unknown). Surgical intervention took place wherein the lead was explanted in 2010 (exact date unknown).